Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient experienced numbness and loss of feeling in the left leg following a permanent implant procedure. The patient is undergoing rehabilitation therapy. The physician assessed the loss of feeling to be procedure related.